Event description:
The customer reported that he was hospitalized for low blood glucose levels. The customer was unconscious when the paramedics arrived. The customer felt that the event was caused by the insulin pump not being programmed correctly. The customer has had no issues since the event, and felt no need to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.